Event description:
It was reported that a high out of range shock impedances was noted on this right ventricular (rv) lead. Technical services (ts) provided troubleshooting recommendations. This rv remains in service. No adverse patient effects were reported.